Event description:
(B)(4) hair loss, weight gain, heavy periods, severe cramps, fatigue, organ loss including cervix,uterus, fallopian tubes, adhesions, bladder disfunction, acne, ulcerative colitis, interstitial cystitis.

Event description:
#Medwatcher #followup1 #FDA mw5064194 #(B)(4). Surgery to remove essure with lavh with bilateral salpingectomy leaving only ovaries on (B)(6) 2016.